Event description:
The customer reported the image on the monitor goes black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. Customer has not yet decided to repair system. This MDR is related to ge healthcare (B)(4).